Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed during evaluation. The assignable cause was determined to be defective pump head module (phm). No repairs were performed as this is a stay in device owned by baxter and has been removed from service. Additional information: this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A baxter field service technician serviced a colleague device for a failure code (fc) 805:01. According to service, the start button had been pressed moments before the interruption of delivery. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is colleague p1.5 (6.13.92).